Event description:
The pt's mother reported that the pump is not responding to the keypad buttons. The pump reportedly has not been exposed to water and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responding to the keypad, and there was evidence of adhesive/contamination under the button contacts.